Event description:
10/16/25 3:46pm pst sw. Pt's physician called in saying that the pt has been struggling with reoccurring lows and wanted to know if their were any adjustments that we could make to the pump. Agent informed physician that the pt is often difficult and non-cooperative but they'll attempt to reach out to the pt and inform the field team to see what adjustments need to be made.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.